Event description:
It was reported that the patient's system controller (hsc-105206) was exchanged on (B)(6) 2022 at an outside hospital for an unknown reason. During the exchange the patient was put on their backup system controller (hsc-087631). When hsc-087631 was put into use the pump did not turn on. Emergency medical services (ems) confirmed that the driveline was correctly inserted into the controller and that the controller was properly connected to power. The controller's screen showed that the controller was charging. The patient was then placed back onto their primary controller, hsc-105206, and the pump restarted. Review of the patient's log files for hsc-105206 showed backup battery fault alarms occurring on (B)(6) 2022 at 6:23pm. Following these alarms both system controller power leads were disconnected from external power. The event log displayed power cable disconnect, no external power, driveline disconnect, and lvad off alarms at that time. The event log of hsc-087631 did not record any data while the driveline was connected to the controller. It did not appear that the driveline had been connected to the hsc-087631. System controller hsc-087631 showed a time clock difference that may have been due to the controller's time clock not being set correctly. System controller hsc-105206 was put back into use at 7:19pm and the backup battery fault alarms resolved. After the driveline was reconnected to hsc-105206 it stayed connected for the remainder of the log. The patient did not experience any adverse impact due to the event. Related MFR # of system controller hsc-105206: 2916596-2022-12584.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump not turning on when connecting the driveline to the system controller was not confirmed as the issue was not reproduced during testing of the returned system controller (serial number: (B)(4). Visual inspection of the returned system controller revealed that it was in unremarkable physical condition. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file and submitted log file contained approximately 52 days of relevant data combined (B)(6) 2022 ¿ (B)(6) 2022 per the timestamps). The log files captured the driveline being briefly connected on (B)(6) 2022 at 09:53:18 and disconnected at 09:54:52. The driveline was briefly connected again on (B)(6) 2022 at 09:55:04 and then disconnected at 09:55:07. The pump ramped up to the set speed each time that the driveline was connected without any issues. The data in the log file did not indicate any issues with the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # of the heartmate 3 lvas implant kit: 2916596-2022-12583.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.